Event description:
New information received states that there was high impedance and lead insulation damage issue was observed. No additional information is available.

Manufacturer narrative:
Date of the event is estimated. The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that patient experienced ineffective stimulation after experiencing a fall. Lead was explanted. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
The report event of ineffective stimulation was confirmed. As received, visual inspection showed the returned lead was ineffective stimulation due to the returned lead found all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.